Event description:
Pt undergoing hepatic embolization. Embosphere 40-120 microns. 20cc lot #008a52. Embosphere 100-300 microns, 10ccs lot #0005a92. The pt became hypoxic, 100% neb started. Pt became bradycardiac. Pt intubated initial rhythm bradycardiac. Efforts at resuscitation unsuccessful.